Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the battery compartment was damaged upon arrival back. The event occurred during testing. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.